Manufacturer narrative:
(B)(4). It was noted that the product code is 82-3100 and not 82-3045 as previously reported. It was also noted that the lot number is 828878 and not cjhb15 as previously noted. The position of the cam when valve was received was 30mmh2o. The valve was visually inspected the stator seems to be still in place, it was also noted that the valve casing is cracked. The valve was tested for programming. The valve failed the test. During the programming process, the cam mechanism did not move. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The catheters were irrigated, no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted. The valve was reflux tested, the valve passed the test. The valve was retested for programming, the valve failed the test. During the programming process the cam mechanism did not move. The valve was then pressure tested at 30mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: a crack and a bump mark was noted in the valve casing, this is due to the valve sustaining some form of impact. Biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate, this is the cause of the occlusion and programming problem. The cam mechanism magnets were viewed no defects noted. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 1st december 2000. The root causes of the problems found during investigation cracked valve casing and bump mark in valve casing is due to the valve sustaining some form of impact. Occlusion and programming problem is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Rotor dislocated from baseplate; programming of the valve not possible. Valve was replaced with a similar device. Device will be returned. (B)(4) 2014. Additional information explained they have noticed, that most dislocations have been detected (by xray) right after an MRI study. We have x-rays of all valves that are claimed to have a broken rotor. Especially case number nine is interesting. We have an x-ray image right before and after an MRI study. The one upfront shows the rotor in the correct place. The x-ray, that has been done right after the MRI study shows the rotor dislocated. Unfortunately, the quality is too bad to scan them. All x-rays will be sent to (B)(4). The official complaint forms have been updated accordingly. (B)(6) 2014 also reported was that MRI magnetic setting is 1.5t. No relevant change in mr-procedures in the last years. It was explained that complaint - reference related complaints: (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Additional information received on 8/21/2014 pertaining to the 10 complaints with respect to the pending questions on MRI settings and possible changes in the MRI procedures. The radiologist of the hospital confirmed that none of the patients had an MRI with more than 3 tesla. The 10 patients treated in 5 different MRI machines (3 internally, 2 externally).

Manufacturer narrative:
At the present time this complaint is considered closed.